Manufacturer narrative:
If the sample is returned, a failure investigation will be performed and the results will be added to the database for trending purposes.

Event description:
The caller reported that the tracheostomy tube was placed in the patient on (B)(6) 2010 and failed on (B)(6) 2010. Air leaked from the tube causing the cuff to deflate. The caller stated that the leak was around the edges of the pilot balloon. The patient was recannulated.